Manufacturer narrative:
It was reported that when hand pendant is plugged into the table, the leg section goes down on its' own. There was no patient involvement or adverse consequence reported. The hand pendant used during the procedure was returned to stryker for evaluation. The root cause of the unintended movement was the customer using a hand pendant that was previously recall ( z-1488-2013). Per the instructions of the recall, the customer recall letter provided instructions to return them to the attention of the pendant recall coordinator.

Event description:
It was reported that when hand pendant is plugged into the table, the leg section goes down on it's own. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that when hand pendant is plugged into the table, the leg section goes down on its own. There was no patient involvement or adverse consequence reported.

Manufacturer narrative:
It was reported that when hand pendant is plugged into the table, the leg section goes down on its own. There was no patient involvement or adverse consequence reported. The hand pendant used during the procedure has been returned to stryker for evaluation. Additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.